Manufacturer narrative:
1038671-2024-00115 d10: concomitants: (B)(6), 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6), 200-02-38 - three peg patella 38mm. 10034014033, a10007 - gps knee implant kit. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00115. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement. Approximately 98 months after the initial procedure the patient had a right knee revision. Polyethylene wear with femoral loosening was noted. The patient was experiencing osteolysis, failure of implant, synovitis, joint effusion, and implant pain. The patient was taken to the recovery room in satisfactory condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.